Event description:
It was reported by the hospital that patient underwent primary surgery on an unknown date. Subsequently, revision procedure was performed on (B)(6) 2013 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The explanted components were returned for evaluation. The articulating surface of the shell has scratches across all of it. The porous coating has evidence of bone integration all across the surface, which suggests that there was a good degree of fixation of the part within the patient¿s acetabulum. The taper adaptor was returned in good condition. Some fine superficial scratches or metal transfer marks are seen on the articulating surface of the modular head, although these are primarily towards one half of the component. These, together with the scratches inside the shell, suggest that there may have been some third body particles trapped between them. The source of such a third body may have been a particle of bone, bone cement or porous coating, but this cannot be determined. A wear patch is seen on the remainder of the surface of the head, located just off the pole, indicating the contact zone. There appears to be a faint wear stripe present within the wear patch, located adjacent to the pole of the head, which could indicate a degree of joint laxity or subluxation of the components. Such an observation may be due to a high inclination angle of the shell and subsequent reduced head coverage; however the lack of accompanying radiographs does not allow for any assessment of the component positioning or alignment within the patient and so this possible contributing factor cannot be verified. The reason for the revision of the returned implants was not provided, nor was any accompanying surgical information or radiographs. Subsequently, despite the observations made, the cause for failure of the implant cannot be determined.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.